Event description:
It was reported a sapphire balloon was being used to treat mildly calcified, mildly tortuous, 70% stenosed left main artery (lm). After inflation within an existing 2.5mm 2024 unspecified stent, contrast stain was observed. - it was reported that there were patient complications(perforation/vessel damage) - treated lesion information: mildly calcified, mildly tortuous, 70% stenosed, lm. - no returned device and no case image/cd were provided for analysis.